Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the mega suture cut needle driver instrument was noted with a broken cable. No fragment fell inside the patient. The procedure was completed using the same instrument with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigation replicated and confirmed the customer-reported complaint. Fa found the primary failure of the instrument grip cable - frayed related to the customer-reported complaint. The instrument was found to have a grip cable frayed at the grip hub. Some filaments/bundles of cables were frayed, but the cable is not fully broken or loose. The instrument has one remaining use out of 15. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate any reprocessing-induced issue. The components surrounding the frayed cable did not exhibit any sharp edges or damage that would have contributed to the frayed cable. A review of manufacturing history indicated no related nonconformances. It was observed that the location of the frayed cable at the grip hub aligned hen the grips were in the max yaw position.